Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7278 ICD, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced due to suspected fracture as evidenced by high pacing impedance and oversensing. No patient complications have been reported as a result of this event.